Event description:
It was reported that reservoir migrated to patient's groin and the system not inflating and deflating properly. Reservoir removed and new reservoir placed on the opposite side from original placement.